Manufacturer narrative:
.

Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. It was reported approximately 9 months post stent graft implantation, it was reported that the stent graft had migrated. The physician elected to place a talent aortic cuff, under the emergency use protocol, within the aneurx device. Final angiogram revealed a slight type I endoleak, the physician elected to angioplasty the stent grafts, which reduced the type I endoleak. The physician believes the sight type I endoleak will resolve after the discontinuation of the heparin therapy. No additional clinical sequelae have been reported.